Manufacturer narrative:
The full lead was returned and analyzed. The analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix does not extend due to the driveshaft lug being stuck on the retraction stop. A fresh 14-65 purple stylet was able to be fully inserted into the lead without resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a right ventricular (rv) lead was attempted and placed in the ventricle but no measurement was taken. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.